Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) lead was hospitalized due to pacing inhibition and near syncope due to oversensing. This patient was pacemaker dependent at that time. A revision procedure was performed in which this rv lead was surgically abandoned. A new rv lead was implanted. No additional adverse patient effects were reported.